Event description:
During a follow-up, an increase in the capture threshold was observed. The physician opted to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
New information reported that the lead was explanted.